Event description:
Procedure type: low anterior resection. Patient gender: male. According to the reporter: after firing, staples were under formed. The area was cut out and a second attempt was made using a different device. The anastomosis was successful. The procedure continued to completion. The incision was made larger to gain access. The surgical time was extended due to resection of the area. Patient is currently well and was released with no additional stay. No patient injury was reported.